Event description:
A 28mm x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its copoments were inserted for the endovascular treatment of an abdominal aortic aneurysm in a pt in 2001. It was reported that this was a "tough case" with severe calcification and moderate tortuosity. The pt had a history of left renal stent implantation on an unknown date. The diameter of the proximal non-aneurysmal aortic neck was 25mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 170mm. The pt was prepped accordingly for endograft repair of the pt's abdominal arotic aneurysm. After the femoral arteries were exposed, introducer sheaths were placed retrograde in each vessel. A very stiff wire was advanced to the thoracic aorta from the left femoral artery and a 16 fr sheath was inserted into the distal abdominal aorta with some resistance. The physician then attempted to advance a 22 fr sheath over a stiff wire in the right femoral artery but the sheath would not advance adequately. Dilatation was performed with a 9mm and 10mm angioplasty balloon, but the physician could not advance the sheath. The physician took the dilator from the sheath and with some difficulty was able to advance the sheath retrograde to the mid abdominal aorta. The aneurx bifurcated stent graft was inserted over a very stiff wire but the tip of the device would not advance through the area of resistance encountered earlier. The physician then re-dilated with a 10mm angioplasty balloon and was able to, by removing the balloon immediately and before recoil fully developed, advance the device retrograde to its optimal position. In attempting to deploy the bifurcated stent graft, it was reported that the back ring broke and was moving back and forth freely on the handle. The bifurcated stent graft was removed from the pt and another 28mm diameter bifurcated stent graft was re-advanced with some difficulty into the optimal position, oriented appropriately and deployed successfully just below the origin of the left renal artery. With some difficulty, from the left side, a wire was advanced retrograde through the contralateral limb and a 16mm limb extension was advanced into the right external iliac artery on the right hand side. An angiogram demonstrated a small endoleak on the left side. A 10mm diameter angioplasty balloon was inflated and alleviated the endoleak. A retrograde test with contrast indicated elimination of the leak; however, an abdominal aortogram under digital subtraction indicated that there was a proximal endoleak. The physician attempted to obliterate the leak using a 25mm diameter balloon, then with a 40mm diameter occlusion balloon and then with a 16mm balloon on the left and a 14mm balloon on the right. It is reported that this showed a reduction in the leak. The physician then used a 16mm balloon extending retrograde from both sides in a kissing-balloon dilatation fashion. Final aortography indicated a trace proximal endoleak for which no further treatment could be provided. The physician stated that he hoped this would spontaneously occlude. No add'l clinical sequelae were reported for this event and the pt is reported as fine.